Event description:
Fifty-eight months after placement of zenith aaa graft the patient was experiencing pain in the abdominal region. The proximal neck was noted to have increased in size over the past two months.